Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing incontinence. The physician thought this was possibly due to atrophy. The device was removed and replaced; a smaller cuff was used. There were no additional patient complications.